Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was reproduced. System error 105 was confirmed through a review of the event history log. Device investigation found signs of wear on both the motor and gearbox bearings, causing the reported symptom. The motor assembly was replaced to correct the condition.